Event description:
Patient reported that their solis pump, serial number (B)(6), has been alarming for 'downstream occlusion' about 10 times since 3 a.m. This morning. The pharmacy walked the patient through steps to troubleshoot but the patient got the alarm again while troubleshooting. Patient was advised by the pharmacy to switch to their backup pump and use a new cassette to make a new mix. The pharmacy followed up with the patient later in the same day to ensure their pump was working and the advised their backup pump is working fine and their infusion is able to continue without interruption. The product fault occurred while in use with the patient, however, it is unknown if the product issue caused or contributed to patient injury. The pump is available for investigation upon the patient returning the pump. The faulty device is being replaced and the patient was able to switch to their backup pump and continue their life-sustaining infusion. The event is resolved. Patient's last recorded weight on (B)(6) 2025 was 235 lbs. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking info is not available. Photographs were not provided. Current remodulin dose is 60ng/kg/min. No additional details, dates, or information provided. IV remodulin pt via a cadd solis pump.